Event description:
Caller alleged discrepant results compared with the lab. Result as follow: date: (B)(6) 2010; inratio: 5.0; lab: 3.4. Date: (B)(6) 2010; inratio: 5.0, lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.0, 5.0; reference: 3.4, 3.5; mean: 4.20, 4.25; confidence limits: 2.4-6.1, 2.4-6.1. The means of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results reported have met the criteria for accuracy. No further investigation will be pursued. No product is expected to be returned. As of 09/1/2010, ten discrepant result complaints were reported for lot # 232886 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.